Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Ten opened samples were received in small parts trays for evaluation. The ten samples were a combination of four 25 gauge (ga) trocar assemblies, two 25 ga handle/blade assemblies with tip protectors, three 25 ga trocar handle/blade assemblies with no tip protectors, and one 25 ga hub/cannula assembly. The nine samples returned with trocar blades were visually inspected and were found to be nonconforming with damaged tips. Penetration testing could not be performed due to the damage of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as the damaged tips, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the product was very dull. The product was replaced and the procedure was completed. There was no patient harm.